Event description:
It was reported that a charger appeared not to charge the device, indicated by a flashing light, and the user was guided to reposition the device until a solid green light appeared and charging commenced. Symptoms included no clinical symptoms. Outcomes included no impact on health or medical care. Investigation included technical support troubleshooting and user education. Investigation of this case revealed the device functioned as intended after correct positioning and proper use of the charger. It was concluded that the event resulted from user misunderstanding of the charge indicator and was resolved with education.